Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No unexpected device test failed anomalies noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer performed high pressure test and insulin pump did not alarmed no delivery. The customer¿s blood glucose was unknown at the time of incident. The customer stated that they advised the insulin pump will had to be exchanged. Advised the insulin pump was not safe to be used and to revert back to healthcare professional instructions until new insulin pump arrives. The insulin pump will be returned for analysis.